Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed an intermittent lock up failure. Physio replaced the programmed system controller pcb and user interface pcb assemblies to observe proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device would not boot up properly. There was no pt use associated with the event.